Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances. The reported single leaflet device attachment (slda) was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported partial clip movement, clip caught in chordae, and difficult imaging were unable to be determined. The reported difficult positioning was due to a combination of procedural circumstances and challenging patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number.

Event description:
This is filed to report clip caught in chordae, migration, device damaged by another device, and incomplete coaptation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr), flail, prolapsed posterior, thickened and restricted anterior leaflet, enlarged aorta, small atrium, rotated heart, and pre-existing chordal rupture. A mitraclip ntw (20816r1074) was inserted, but it was noted an aorta hugger occurred. Therefore, additional steering was performed and the clip was able to be aligned over the valve. While implanting the clip, the clip potentially grasped the chordae with the leaflets. The clip was implanted on both leaflets. After release, a slight change in trajectory occurred. A second mitraclip ntw (30126r1003) was inserted and grasping was performed. However, after 10 to 15 grasping attempts, the physician decided to invert the clip and retract into the left atrium. While retracting the second clip, the clip interacted with the first clip. The first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was repositioned and implanted medially to stabilize the slda, reducing mr to a grade of 2. Difficulties visualizing the clips during the procedure occurred. There was no clinically significant delay in the procedure. No additional information was provided.